Event description:
It was reported by the patient, who is a radiologist, that he had an intraocular lens (iol) implanted in his left eye on (B)(6) 1997 and has been experiencing symptoms of cloudy vision with floaters since the lens was first implanted. Further, the patient had a yag procedure performed twice in the left optic, dates not provided, which did not improve his symptoms. The patient indicated that he wants the iol explanted and a new lens to be implanted. No further information was provided.

Manufacturer narrative:
Corrected data explant date: (B)(6) 2013 (not 2014). In follow up with the reporter, he indicated that he had the intraocular lens removed ''sometime in (B)(6) 2013". In explant date, (B)(6) 2013 has been used as the exact date is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Reason for non evaluation: code 81- to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
New outcome attributed to adverse event: required intervention to prevent permanent impairment/damage. In follow up with the reporter, he indicated that he had the intraocular lens removed ''sometime in (B)(6)'' 2014. In explanted date, (B)(6) 2014 has been used as the exact date is unknown. The patient reports that his vision is better. The secondary procedure was unremarkable and without complications. Patient reports he was told that ''silicone intraocular lenses have this problem'' (patient's have poor visual outcome). (B)(6) all pertinent information available to the manufacturer has been submitted. Placeholder.